Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, shaft break occurred. The lesion was located in the right coronary artery. This 12x3.50 omega stent delivery system was selected; however, while trying to cross a pre-dilated lesion the hypotube (shaft) became fractured. The procedure was completed with deployment of a 3.5 x 16mm and a 3.5 x 12mm omega stents. No patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device lot number corrected from 15624943 to 16400881. Device expiration date corrected from 10/22/2015 to 09/21/2016. Device manufactured date corrected from 10/23/2012 to 09/24/2013. Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 20cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. There were numerous kinks throughout the hypotube. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, shaft break occurred. The lesion was located in the right coronary artery. This 12x3.50 omega stent delivery system was selected; however, while trying to cross a pre-dilated lesion the hypotube (shaft) became fractured. The procedure was completed with deployment of a 3.5 x 16mm and a 3.5 x 12mm omega stents. No patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.